Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: colectomie. Event description: [translation] during a laparoscopic procedure, the surgeon discovers a plastic ring (trocars valve) and a piece of plastic in the patient's abdomen. No direct consequences: removal of intra-abdominal elements and replacement of trocars. Additional information received by an applied medical representative on 08dec25: piece of plastic is referring to a piece of the obturator. All pieces were retrieved from the patient. Hospital doesn't remember what instrumentation was being used. It was't a robotic procedure. No internal seal components removed nor cut in order to inspect the damaged component. Intervention: device replaced. Patient status: ok.